Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The drive gas check valve was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient injury.